Manufacturer narrative:
Although the expulsion is suspected to be attributed to the patient's non-compliance of post-operative instructions rather than a malfunction of the device, this report is being filed due to the assessment that a revision surgery is planned.

Event description:
This event did not result in a death or life-threatening injury. Index procedure was a single level, bilateral placement of cavux cervical cage-x. During index procedure, implants were placed but operating physician noted that the cages didn't feel "as secure" as recalled from previous cases, and that both cages were "proud" by about 1mm in the lateral x-ray. Physician and sales rep conferred and agreed that the placement should be ok. Procedure was completed, patient had no immediate symptoms or issues. One week post-op, patient began noticing soft tissue pain. Sales rep noted to pmt that the physician's office had indicated that the patient had not been compliant with post-operative instructions. On 8/18/2021 additional imaging confirmed that one implant had migrated out of the intended position and the second had been expulsed out of the join. Physician noted that other than soft tissue pain the patient had no other serious symptoms. Revision surgery is planned to remove the implants.